Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer's blood glucose value was 536 mg/dl at the time of the incident. Another blood glucose level was 362 mg/dl. The customer was not assisted with troubleshooting for high blood glucose. Customer stated that the auto mode feature was not active at time of high blood glucose event. The insulin pump will not be returned for analysis.